Event description:
Four (4) discordant falsely depressed loci thyroid stimulating hormone (tshl) patient results were obtained on a dimension® exl¿ 200 integrated chemistry system. The falsely depressed patient results were reported to the physician and were questioned. The same samples were reprocessed on the original dimension® exl¿ 200 integrated chemistry system. Higher results, considered correct were obtained and were reported on the corrected reports. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed thyroid stimulating hormone (tsh) results.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding four (4) falsely depressed loci thyroid stimulating hormone (tshl) patient sample results obtained on a dimension® exl¿ 200 integrated chemistry system. Siemens is investigating the event.

Manufacturer narrative:
Additional information (13-june-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc evaluated the information provided by the customer and the available instrument data logs. No product non-conformance was identified with the loci thyroid stimulating hormone (tshl) reagent or the dimension® exl¿ 200 integrated chemistry system. The cause of the event is unknown. A potential product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2023-00133 was filed on 18-apr-2023.